Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a pump error and rewind request during the night, which went unnoticed until the morning, resulting in no insulin delivery. Blood glucose value at the time of event was 20 mmol/l. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting confirmed that the issue was resolved after the customer changed the infusion set, performed a pump rewind, and delivered a bolus via the pump. However, the customer reported experiencing six pump errors over the past year and expressed a lack of trust in the pump. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0876 inches. No unexpected alarms/alert/anomalies noted during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 30.375 units of normal bolus was delivered on (B)(6) 2025. No unexpected pump error or anomalies found in the history or trace files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case. Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly and alarm unspecified were not confirmed. Unable to confirm high bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.